Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the acetabular cup. The acetabular cup, liner were removed and replaced with competitor acetabular components and a biomet head.

Event description:
It was reported that patient underwent total hip arthroplasties on (B)(6) 2012 and (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2014 on an unknown side due to loosening of the acetabular cup. During the procedure, the acetabular cup and liner were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed because the product information could be: catalog number - 14-104056, lot number - 289660, expiration date - dec, 28, 2021, implant date - (B)(6) 2012, manufacture date - dec 1, 2011. Or the product information could be: catalog number - 14-103556, lot number - 095460, expiration date - oct 28, 2012, implant date - (B)(6) 2012, manufacture date - oct 17, 2002.